Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) cylinder and pump components removed due to unspecified reasons. The ipp was original implanted in (B)(6) 2019. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders and pump components were implanted. The reservoir was emptied and refilled with 80 ccs of normal saline. Boston scientific has been unable to obtain additional information regarding the circumstances.